Manufacturer narrative:
Sc-1216 (sn: (B)(6)). The returned ipg was analyzed. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg exhibited normal device characteristics during both visual and functional examination. The current leakage test has verified that there is no loss of electric current, the output monitoring showed that the stimulation remained on without any interruption, and the residual gas analysis confirmed that the case is intact. A labeling review was performed, and it did not reveal any anomalies. The testing of the ipg did not reveal any anomalies. Electromagnetic interference. Strong electromagnetic fields can potentially turn stimulation off, cause temporary unpredictable changes in stimulation, or interfere with system communication. If an electromagnetic field is strong enough to turn stimulation off, this will be temporary, and stimulation will automatically return, or stimulation can be turned on using the remote control or therapy controller once the electromagnetic field is removed. Patients should be advised to avoid or exercise care around the following: theft detectors, tag deactivators and rfid devices, such as those used at department stores, libraries, and other public establishments: patients should proceed with caution, ensuring that they move through the center of the detector as quickly as possible. Interference from these devices should not cause permanent damage to the implanted device, security screeners, such as those used in airport security or at entrances to government buildings, including hand-held scanners: patients should request assistance to bypass the security screener and advise the security staff that they have an implanted medical device. If patients must pass through the security screener, they should move through the security screener quickly and stay as far as allowed from the screener, power lines or power generators, electric steel furnaces and arc welders, large magnetized stereo speakers, strong magnets, automobiles or other motorized vehicles using a lojack system or other anti-theft systems that can broadcast a radio frequency (rf) signal. The high energy fields produced by these systems may interfere with the operation of the remote control or therapy controller, and its ability to control stimulation and other sources of electromagnetic disturbance, such as wireless fidelity (wi-fi) routers, cordless phones, bluetooth wireless streaming devices, baby monitors, microwave ovens.

Event description:
It was reported that the patient was experiencing intermittent stimulation because of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that a firmware update was performed prior the ipg replacement procedure but did not alleviate the patients issue.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing intermittent stimulation from the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.